Event description:
The customer reported that at the end of the procedure when the pad was removed, a 1st degree burn was noted at the pad since. Hirudoid was used to treat the burn.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a f/u report will be submitted. The concomitant generator was evaluated at the site and found to function normally and within specifications.